Manufacturer narrative:
Software investigation completed. Unable to determine probable cause without further information since the behavior cannot be replicated and software was uninstalled/reinstalled which wipes the system clean of logged software data.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the navigation system became unresponsive. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age and weight were not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts have been returned to manufacturer for analysis.